Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The ICD interrogation revealed the eos battery status, detected on (B)(6) 2025. The device was implanted for approximately 102 months. The memory content of the ICD was inspected, revealing a normal current consumption of this device. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. The measured current consumption was normal and as expected. Analysis of the electronic module revealed no indication of a malfunction. The battery was sent to the manufacturer for a thorough analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual inspection which did not reveal any signs of damage. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified lithium plating, which led to an elevated internal self-depletion and, as a result, to the clinical observation. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
It was reported that the device was explanted due to eos status. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
It was reported that the device was explanted due to eos status. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.